Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone that the customer received a button error. The customer does not know that cause of the issue. Advised customer the insulin pump will need to be replaced and to revert to back up plan. Customer stated will revert to backup plan. The customer's blood glucose was unknown.

Manufacturer narrative:
All of the buttons functioned properly. Howeer, moisture damage was noted on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.